Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the subject device became blurred. This occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tissue adhesive is adhered to the insertion tube and could not be removed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the images are foggy when meeting the hot and cold water, dissipating after eight seconds. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.